Event description:
Pt contacted dexcom technical support (B)(6) 2012 to report that she had suffered a hyperglycemic episode. Pt explained that around breakfast she was feeling high, nauseated and dehydrated. She measured her bg at 600 mg/dl while cgm was reading 400 mg/dl of "high". Pt doesn't recall if cgm had alerted her or not. Since pt's pump wasn't delivering insulin well enough to bring her bg down, pt called her physician who recommended that she seek medical intervention. Someone drove the pt to the hospital where she received IV insulin and was released 8 days later on (B)(6) 2012. Pt will be sending her receiver to dexcom to review her cgm data. At the time of her call to dexom technical support, pt states that had not incurred any injuries due to her hyperglycemia but that she was still feeling lousy.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.